Event description:
It was reported that a malfunction alarm occurred on the pump while the customer was skiing. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer's blood glucose level.